Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan touch pump would not pump. No fluid transfer occurred when pumping.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the strain relief of the shorter tube and the inlet tube of the pump and on all tubes of the pump, and on the strain relief and the exhaust tube of cylinder #1 and cylinder #2. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. The information received indicated "the pump would not pump or transfer fluid", but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.